Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced heating while charging their ipg. Troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention to have their ipg replaced and pocket relocated.

Event description:
Follow up revealed that the patient's heating while charging has been resolved.